Manufacturer narrative:
On 11/25/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. In addition, it was confirmed the patients deflation was on the left side. On 12/23/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the device it was observed a crease in anterior view, additionally a tear within the crease was noted, measuring approximately 0.1 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 350cc, catalog# 3501655, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 350cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient would undergo explantation on (B)(6) 2019.